Manufacturer narrative:
Siemens headquarters support center completed the investigation of the falsely elevated patient troponin I (tni) result obtained while processing with the dimension exl cardiac troponin assay. The dimension exl instrument data was collected, and a sample was returned to siemens healthineers for evaluation. Tni quality control and calibration were within expectations and there were no instrument malfunctions seen during the processing of the sample. The customer returned patient sample recovered an elevated troponin result when processed with the dimension exl tni assay but and recovered a result within the normal reference range when processed with the dimension exl high sensitivity troponin I (tnih) assay. The patient sample was then treated with a heterophile blocking tube (hbt) and the dimension exl tni result from the pre-treated sample was lower, within the normal range. This result verified that the sample may have a heterophilic antibody interferent that could potentially have produced the discordant elevated result. The dimension exl cardiac troponin I flex reagent cartridge instruction for use (IFU) states the following: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The potential cause of the issue could be a patient specific heterophilic antibody interference. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00189 was filed 17-aug-2021. Mdrs 2517506-2021-00188, 2517506-2021-00190, and 2517506-2021-00191 were filed for the same event. MDR supplements 2517506-2021-00188 supplement 1, 2517506-2021-00190 supplement 1, and 2517506-2021-00191 supplement 1 were filed for the same event.

Manufacturer narrative:
Mdrs 2517506-2021-00188, 2517506-2021-00190, and 2517506-2021-00191 were filed for the same event. The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated cardiac troponin I (tni) result obtained on a patient sample on a dimension exl w/lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl w/lm system. The discordant result was reported to the physician who questioned the result. A sample from the patient was processed on the same date with an alternate, non-siemens methodology and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni result.